Event description:
Rptr states, pt had a revision of polyethylene insert of a kinematic ii stabilizer, to provide more ligament stability.

Manufacturer narrative:
The results of the eval suggest that this event is user related.